Event description:
It was reported that the customer experienced an alarm 2 followed by alarm 26 due to an occlusion issue. There was no adverse impact to the customer¿s blood glucose level. The customer resolved the issue by changing the infusion set and cartridge, then resuming insulin delivery, and no further assistance was deemed necessary, so the case was closed.